Event description:
The report states that "user reported the pump automatically restarted while on patient, user had to press 'start pump' again after system restarted. Pump works normally when engineer performed the check, unable to replicate the issue". Additional information states "the user continued to use the same pump after the restart". There was no medical intervention required. The patient is in "good condition" no report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The report states that "user reported the pump automatically restarted while on patient, user had to press 'start pump' again after system restarted. Pump works normally when engineer performed the check, unable to replicate the issue". Additional information states "the user continued to use the same pump after the restart". There was no medical intervention required. The patient is in "good condition" no report of patient harm or injury.